Event description:
Device issue: none. Adverse event: in-stent restenosis, visual disturbance. Onset of adverse event: approx 9 months post-procedure. It was reported that approximately 9 months post a left internal carotid artery stenting procedure, the pt returned to the hospital for treatment of in-stent restenosis with an xact stent. Three days post-procedure, the pt experienced bilateral eye darkness. The pt has a history of this event, but the occurrence of these events has increased since the carotid artery stenting procedure. Although requested, there was no add'l info provided.

Manufacturer narrative:
(B) (4). (B) (4). The xact stent is being filed under another medwatch MFR number. Restenosis may occur during this type of procedure and as listed in the IFU, visual disturbance (neurological complication) and restenosis are known potential adverse events associated with the use of the product. Based on available info, a definitive cause for the reported pt adverse effects and the relationship to the product, if any, cannot be determined, however, there was no indication of any product deficiencies which could have contributed to the outcome of the procedure.